Event description:
It was reported that a patient had an infection "about 3 months" after the device was implanted. It was noted that "at the time there was a lot of swelling." No further information about this event was provided. More information has been requested, and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v006937, implanted: (B)(6) 2006. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4), implanted: (B)(6) 2012. Product type: programmer, patient: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3550-29, lot# n311353, implanted: (B)(6) 2012. Product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the infections began in the pocket site and traveled up to where the lead was. It was reported the area was swollen, red and had white lines going through it. It was reported the patient had pick lines and extension wires. Information omitted pertaining to related events 700242182 - revision #1; 700241983 - recharging issue; 700573436 infection #2 revision #2.